Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was implanted then explanted during the same surgery. Based on the information provided by the surgeon, the reason for explant was because the "struts impeded on subvalvular apparatus." Therefore, the valve was removed and replaced with another edwards bioprosthetic valve; same model, one size smaller. He also indicated that this event was not related to a malfunction of the subject device. Unfortunately, no other details were provided.

Manufacturer narrative:
Device not returned. Due to patient privacy regulations, the health-care provider was not able to release any additional information as requested (e.g. Operative report, discharge summary). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The information provided suggests that this event was due to patient/procedure related factors. Initial placement of the 29 mm valve resulted in impedement of the subvalvular apparatus; therefore, a 27 mm valve was selected. No further actions are possible with the available information.